Event description:
It was reported that this right ventricular (rv) lead exhibited lead micro dislodgement. This rv lead was explanted, replaced with the same model and retained by the hospital. No additional adverse patient effects were reported.